Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the patient via the company representative regarding the patient's implanted system which was used to deliver baclofen (2000 mcg/ml at 171 mcg/day). The indication for use was intractable spasticity. The patient's concomitant medications include oral baclofen and paxil and the patient's medical history includes stroke, spasticity and uti. The patient reported that since an unknown date they had felt as though the pump was not working and was not delivering medication. No specific symptoms were reported. It was noted that the patient had intermittent urinary tract infections (uti) for the duration of the pump implant and recently had a severe uti. On (B)(6) 2016 a catheter access port dye study was performed and cerebrospinal fluid was successfully aspirated. No actions/intervention had been taken and the issue had not been resolved at the time of the event. It was noted that the logs show a motor stall with recovery which corresponded to a recent MRI. The patient was alive with no injury at the time of the report. Additional information was reported by the rep on 2016-08-02. The motor stall due to the MRI recovered within two hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.